Event description:
It was reported that the fiber cap broke off on activation of the laser during a photovaporization of the prostate procedure. No energy was registered on the laser console upon activation. The physician exchanged the fiber and the fiber card of the first fiber was used to continue with the procedure. The total fiber joules registered were 75,703 with a total lasing time of 11:55 minutes. Since there was too much bleeding, the physician changed technique to button transurethral resection of the prostate (turp) to complete the procedure without patient serious injury.

Manufacturer narrative:
This report is for the same event as manufacturer report:2937094-2020-00844. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the metal cap and glass cap were detached not returned. Due to the observed metal cap and glass cap detachment, the reported event was confirmed. The exposed fiber tip had a circumferential fracture distal to the bevel edge. The connector cone, segments, and tabs appear in good condition and secured, and the device passed a signature verification test. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the metal cap/glass cap detachment and circumferential fracture, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture and metal cap/glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00844.

Event description:
It was reported that the fiber cap broke off on activation of the laser during a photovaporization of the prostate procedure. No energy was registered on the laser console upon activation. The physician exchanged the fiber and the fiber card of the first fiber was used to continue with the procedure. The total fiber joules registered on the laser console during use of the second fiber was 75,703 with a total lasing time of 11:55 minutes expended. However, since there was too much bleeding, the physician changed technique to button transurethral resection of the prostate (turp) to complete the procedure without patient serious injury. This is report is for first fiber.